Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for call was pt asked the date of implant because their doctor had told them it would last 5 years. Reviewed information. Pt reported they don't know when they noticed but their stimulator does not help their symptoms, they are wearing diapers now cannot make it to the bathroom. Worked with pt to check their settings, pt reported stim was on they were on program 1 at 3.90. Reviewed interstim education information pt wanted to try another program and navigated through to check, they chose program 4 at 0.65 they noticed comfortable fluttering in their bike seat area. Recommended monitoring their symptoms and working with their doctor. Pt has started the process to find a closer doctor but will also reach out to their current doctor to further address their symptoms. Additional information was received from the patient. They called back repeating a continuation of the event previously reported. They had "gone from bad to worse." The patient initially inquired if there had "been any upgrades to this thing to make it easier?" Upon clarification, it was determined the patient was referring to not being able to connect with their ins due to getting poor communication. They initially reported getting poor communication with and without use of the antenna. Following repositioning the antenna, they confirmed they connected with the ins with use of the antenna during the call. They confirmed therapy was on at 0.65 volts, program 4. They mentioned they saw a "black battery" on their programmer screen before (agent not clear what patient was referring to by this). They stated on the call they were getting an ins battery low icon that they dismissed. The ins low battery icon meaning and ins longevity/eos information was reviewed. The patient was redirected to their healthcare provider to discuss. The patient stated they were previously feeling stimulation, but reported they were not currently feeling stimulation. They stated therapy was not helping to manage their symptoms. They were incontinent "both ways," and they were seeing another urologist. When they stood up, urine would run down to their knee. General use of the patient programmer was reviewed, as well as a therapy overview. The patient stated initially when increasing stimulation, that they could feel stimulation a little in their "lower buttock" at 0.75 volts. They denied feeling stimulation in the bicycle seat area. They increased stimulation on the call to 0.90 volts, program 4, and reported feeling stimulation in their right leg. They decreased stimulation to 0.85 volts, program 4, and stated they were still feeling stimulation "a little," but reported they were not feeling stimulation in their bicycle seat area. They stated they had never felt stimulation in their bicycle seat area, and that their healthcare provider advised the device "may need to come out." The patient was redirected to their healthcare provider to address the issue. The role of the manufacturer representative, and the process to coordinate an appointment with the rep was reviewed.